Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported a nurse who is having some trouble with infusions of paclitaxel. When programing the pump for this specific medication the infusions take significantly longer than expected on both 1 hr and 3hr paclitaxel infusions. "The patient example today: (of note, there is a small mistake on the order verification in that vtbi comment for the medication is incorrect but the nurse noticed this and made sure the pump was programmed correctly with the right vtbi) this is a 3 hr paclitaxel infusion and there was roughly 600ml total volume so the pump rate should have been ~ 200ml/hr to complete the infusion in 3 hrs. At 3hr and 15 min there is still significant volume in the bag (maybe 150ml+)." There is no reported patient harm. Although requested, further information not provided.

Manufacturer narrative:
The customer¿s report of underinfusion was not replicated during testing. Based on the logs, the pcu is powered on at 12:24 pm on 07 april 2021. A remote IV infusion was received at 1:24 pm for a primary infusion: drug ID: 563, at a rate of 187.277ml/hr and vtbi of 561.83ml. Pvi = 0ml. The user starts the infusion at 11:24 pm. At 1:29 pm user selects device and changes rate to 200ml/hr and vtbi to 602ml. User selects ¿start¿. At 4:29 pm logs indicate infusion complete kvo. Pvi= 615.865ml. At 4:30 pm user selects device and changes vtbi to 100ml. User restarts infusion. Pvi= 616.196ml. At 5:00 pm logs indicate infusion complete kvo. Pvi= 716.216ml. At 5:01 pm user selects device and changes vtbi to 25ml. User selects ¿start¿. Two (2) times. No change made to the infusion. At 5:08 pm user channels off unit. Pvi= 741.353ml. Rate accuracy testing found the device to be delivering within specification. Inspection of the pumping mechanism found no irregularities. The pump module was being used for treatment. The actual volume in the IV bag/container at the start of the infusion could not be determined from the logs. The incident administration set was not returned, and could not be tested. The root cause of the customer¿s reported under infusion was not identified in this investigation. Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: the right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed with corrosion and dry fluid residue. Some fluid ingress was observed along the inside bottom of the rear housing. The bezel assembly data code was noted 5/19 (may 2019). Log analysis results: review of the pcu error logs showed no records associated to the reported incident. Based on the logs, the pcu is powered on at 12:24 pm on 07 april 2021. A remote IV infusion was received at 1:24 pm for a primary infusion: drug ID: 563, at a rate of 187.277ml/hr and vtbi of 561.83ml. Pvi = 0ml. The user starts the infusion at 11:24 pm. At 1:29 pm user selects device and changes rate to 200ml/hr and vtbi to 602ml. User selects ¿start¿. Between 3:13 pm and 3:22 pm, the user selects the device and then selects ¿start¿ two (2) times. No change made to the infusion. At 4:29 pm logs indicate infusion complete kvo. Pvi= 615.865ml. At 4:30 pm user selects device and changes vtbi to 100ml. User selects ¿start¿. Pvi= 616.196ml. At 4:54 pm user selects device. Then user selects ¿start¿. No change made to the infusion. At 5:00 pm logs indicate infusion complete kvo. Pvi= 716.216ml. At 5:01 pm user selects device and changes vtbi to 25ml. User selects ¿start¿. At 5:08 pm user channels off unit. Pvi= 741.353ml. Test results: results from a timed rate accuracy test demonstrated the device successfully passing. The incident administration sets were not returned; therefore, could not be tested. Device history review: a review of the device history record showed the device had a manufacture date of 07/13/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record for (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. Test methods: timed rate accuracy test method 1503-001-006, dir# 10000360036, version 01.

Event description:
It was reported a nurse who is having some trouble with infusions of paclitaxel. When programing the pump for this specific medication the infusions take significantly longer than expected on both 1 hr and 3hr paclitaxel infusions. "The patient example today: (of note, there is a small mistake on the order verification in that vtbi comment for the medication is incorrect but the nurse noticed this and made sure the pump was programmed correctly with the right vtbi) this is a 3 hr paclitaxel infusion and there was roughly 600ml total volume so the pump rate should have been ~ 200ml/hr to complete the infusion in 3 hrs. At 3hr and 15 min there is still significant volume in the bag (maybe 150ml+)." There is no reported patient harm. Although requested, further information not provided.